Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: returned strips: qc 1: 2.2 inr, qc 2: 2.2 inr. Master lot strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was >8.0 inr and the result from the laboratory was 5.1 inr. The laboratory reagent was not known there was no allegation of an adverse event. The therapeutic range was 2.5 inr to 3.5 inr. The customer was not anemic, not using heparin, does not have antiphospholipid antibodies, and is not using direct thrombin inhibitors. The customer had no new illnesses, no change in diet, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.